Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the patient was charging too frequently. Starting about 2 or 3 weeks prior to the report, confirmed as 2017, it seems like the implantable neurostimulator isn't holding a charge as long as it used to, and the patient believes that the implantable neurostimulator is losing its lifespan. The patient leaves it on all day, every day because it¿s easier for her. Around that timeframe, the patient also noticed that the implantable neurostimulator stops charging and doesn't go past ¾ charged. The patient reported that she is not good about keeping the implantable neurostimulator charged and that the implantable neurostimulator has died several times because she forgets to charge. The implantable neurostimulator has been dead for about a week or so, but the patient was able to hook it up to charge on the day of the report. The patient has a history of overdischarge events. She uses adaptivestim and doesn't change of have any other programs/groups. It seems like the implantable neurostimulator is depleting and the patient has to check it more often which started about 1 or 2 months ago, confirmed as 2017. Sometimes the patient¿s ¿spine is arched to see if stimulation is still running.¿ the patient was redirected to her health care provider to have the device checked.